Event description:
The customer reported a leak. On an unspecified date, the primary tubing set was being used to deliver 250 ml of normal saline, at a rate of 250 ml/hr via a plum pump. After an unspecified length of time, it was reported that a secondary tubing set was primed with an unspecified volume of normal saline. No specific details were provided. After the secondary tubing set was primed, the piercing pin of the secondary tubing set was inserted into the administration port of a 250 ml solution container of taxol. After an unspecified length of time, the luer lock male adapter of the secondary tubing set was connected to the secondary port on the cassette of the primary tubing set for the piggyback delivery of the taxol. It was reported that immediately after the secondary tubing set was connected to the secondary port, less than 5 ml of normal saline leaked at the connection of the secondary and primary tubing sets. It was reported that the secondary tubing set was closed. No specific details were provided. The customer contact indicated that the nurse capped the secondary port. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. The domestic list number has a common device name of a (B)(4) and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.